Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. An internal inspection found evidence of fretting on the defib receptacle. The defib cable receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.